Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction white residue on air-water channel could not be established. Based on the results of the investigation, most probable cause of the malfunction light guide lens with burned glue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt adhesive on light guide lens and white residue on air water channel. There was no patient involvement.